Event description:
The manufacturer was notified about a patient who died. The claim states that the patient choked on vomit while using an auto CPAP a-flex device. It is alleged that aspiration pneumonia caused the death. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.